Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited noise. Upon review, noise due to myopotential oversensing was suspected. Chronic right ventricular lead high capture threshold was noted for years. Fluoroscopy revealed no anomalies with the lead. The device was explanted and replaced. The patient was stable.